Event description:
It was reported that the t:slim x2 pump's battery would not charge. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.